Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas pta dilatation catheter was returned for evaluation. A fiber disturbance was noted on the balloon. During the visual examination, no other specific anomalies were discovered. During the functional testing, the balloon was inflated with the in-house presto inflation device, and water was noted to be leaking from the balloon. Further, the balloon fibers were stripped, and under microscopic observation, a pin-hole rupture was noted. No other functional testing was performed. Therefore, the investigation for the reported balloon rupture was confirmed as the pinhole rupture was noted during the functional testing and microscopic observation. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2025), g3 h11: d4 (medical device lot), h6 (method, result) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. There was no reported patient injury.